Event description:
Customer was performing emergency training on the varisource afterloader with four students. At this time no pt was in the treatment room and the active wire was safely parked. In the process of performing a simulated manual emergency retract, one of the students actually grabbed the emergency crank and began turning it at very fast paced revolutions. Prior to the next student performing the simulated manual emergency retract, it was observed that the radiation room monitoring system was flashing indicating the presence of radiation in the room. The physicist then had one of the students confirm the presence of radiation utilizing a radiation survey meter. Upon confirming radiation, the customer attempted multiple emergency stops and power resets which did not allow the retraction of the active source wire to its normal park position. The highest student radiation exposure was 0.40 msv (whole body exposure). There is no injury expected as a result of this exposure. The use of the handcrank is designated only for the emergency retract of the active source wire should it be stuck out and the system has been unable to retract the source wire by normal means.